Manufacturer narrative:
(B)(4). Concomitant medical products- unknown head, unknown liner, unknown cup. Literature - mcgrory, b. J., & jorgensen, a. H. (2017). High early major complication rate after revision for mechanically assisted crevice corrosion in metal-on-polyethylene total hip arthroplasty. The journal of arthroplasty. Doi:10.1016/j.arth.2017.07.004. No devices or photos of the devices were received; therefore, the condition of the components is unknown. Additionally, visual and dimensional evaluations could not be performed. The product number and the lot number were not provided; therefore, the manufacturing date, the device history records and the field age of the device could not be determined. There is insufficient information to perform a complaint history search. A definitive root cause could not be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event please see associated reports: 0001822565-2017-05458, 0001822565-2017-05459, 0001822565-2017-05460.

Event description:
It was reported that a patient underwent a revision procedure and after 1 day the patient was retaining urine. A catheter was re-inserted for 10 days post revision. Attempts have been made and no further information is available at this time.

Manufacturer narrative:
This follow up report is being relayed to corrected and additional information. The information contained in this report have no effect on previous investigation conclusion. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient was revised due to corrosion on an unknown date. Attempts have been made and no further information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.